Manufacturer narrative:
This complaint was originally filed against a different lens. This supplemental report details the lens which was found to be involved in this incident upon return of a questionnaire from the user facility. The lens involved in this incident was not returned to the MFR for evaluation. The original MFR's internal reference number was 96l5761. When a different lens was identified a new complaint number was assigned 97l0721.

Event description:
Per returned pt injury questionaire surgeon states there was too much positive vitreous pressure and the lens would not fold right. The wound was widened during the surgical procedure.